Manufacturer narrative:
It was reported that the tip of a 2.2mm olive wire broke off and was retained in the patient's bone. Additional information from the rep indicated that the wire tip broke off while drilling into the dorsal plate. The device was not returned to the manufacturer for evaluation. The device history record was not reviewed as lot specific information was not available. Instead, all non-conformance's for the device were reviewed and no issues were identified that could have contributed to what was reported. Based on the available information, it is possible the device broke due to running into another device that was implanted in the bone or was subjected to additional forces or bending stresses. The case was successfully completed with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2021. The case was successfully completed with no additional patient outcomes.